Event description:
Customer reported a button error alarm while attempting a bolus delivery. The customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.

Manufacturer narrative:
Insulin pump received with an unresponsive buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on reservoir tube, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.